Event description:
It was reported that urethral tissue was not healthy due to radiation, resulting in erosion of the artificial urinary sphincter (aus) cuff through the urethra. The patient experienced pain and urinary retention. The patient underwent surgery to remove the aus components. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.